Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high ise indirect gen.2 sodium results for qc material and three patient samples. Patient 1 initial result was 154 mmol/l and the repeat result was 137 mmol/l. The erroneous result was not reported outside of the laboratory. Patient 2 initial result was 151 mmol/l and the repeat results on (B)(6) 2018 were 147 mmol/ and 144 mmol/l. The erroneous result was reported outside of the laboratory. Patient 3 initial result was 180 mmol/l and the repeat result was 138 mmol/l. The erroneous result was not reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The sodium electrode lot number was o65 with an expiration date of 31-oct-2020. The field service representative found a hole in the rinse tubing vacuum line. He replaced the damaged tubing and the customer ran qc successfully.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.